Event description:
The customer reported a corneal burn occurred. The surgeon indicated the healon 5 viscoelastic may have contributed to the event. The customer stated the handpiece, consumables and system are all being sent to a third party investigation team. Additional info was requested on the event and pt status.

Manufacturer narrative:
The customer cancelled the service request and stated a third party will check the system. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: (B)(6), most corneal burns can be traced to issue related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4)